Manufacturer narrative:
Additional information: g3, h2, h3, h6. The results of the investigation are inconclusive since the device was not returned for analysis. Review of the device history record was not possible as the lot number is unknown. Based on the information received, the cause of the reported perforation remains unknown. Per the IFU, cardiac perforation is a known risk during the use of this device.

Manufacturer narrative:
The product's lot number could not be obtained, therefore the primary di number is provided (d4), but full UDI information is not available.

Event description:
During the ablation procedure, a cardiac tamponade occurred, and a drainage was performed. The transseptal puncture was performed, and it was noted to be difficult as the location was fibrous due to pervious transseptal crossings. After the left atrial access was gained, it was noted that the patient's blood pressure dropped. When the ultrasound was conducted, a cardiac tamponade was observed. The ablation procedure was cancelled at this time, and a drainage was performed. No further patient complications were noted.